Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system: 6:45 am 362 mg/dl 6:48 am 61 mg/dl 6:51 am 192 mg/dl 6:52 am 96 mg/dl 6:53 am 63 mg/dl 6:57 am 131 mg/dl no actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.